Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had insulin shooting out and it was not giving out right amount of insulin if put it in. The customer¿s blood glucose was 60 mg/dl at the time of incident. Customer reported that there was cracks in the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery due to detached end cap and cracked case display window corner noted.